Manufacturer narrative:
Load wheel casting.

Event description:
It was reported by service report that the load wheel casting is broken on the head section. There was patient involvement; however no adverse consequences are reported.